Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found down and subsequently passed away. The hospital does not know if there was equipment involvement. The hospital received the system controller from the patient's family.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device: the correct age is 54 months. According to information provided by the hospital, only the system controller was available to be returned for evaluation. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended, even when the leads were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop without any notable events. The system controller power leads were tested for electrical continuity and passed. The log file retrieved from the returned device captured several low voltage hazard alarm events. The low voltage alarm events were captured during power exchanges from the power module patient cable to battery power. The pump speed matched the set speed value of 9400 rpm. The last recorded event was a power cable disconnected alarm. The analysis could not determine the root cause of the low voltage hazard alarm event captured in the log file. No device related issues were identified during the evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.